Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: it was reported that after the clip was deployed, there may have been difficulty removing the gripper line, but did not appear to create any issues. No additional information was provided.

Manufacturer narrative:
Device codes: 4012 labeled. Internal file number - (B)(4). Evaluation summary: the device was returned and investigated. The reported difficult to flush the clip delivery system (cds) and the reported difficulty to remove gripper line were not confirmed, as the device performed as intended during testing. The reported single leaflet device attachment (slda) could not be tested during the returned device analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to the reported events. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of mitral valve injury (tissue damage) and worsening mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definite cause for the reported difficult to flush and the reported difficulty to remove gripper line could not be determined. The reported slda was due to challenging patient pathology/morphology (dilated mitral valve annulus). The reported tissue damage appears to be due to procedural circumstances and the reported recurrent mitral regurgitation appears to be the cascading effect of the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficult to flush and single leaflet device attachment (slda) requiring mitral valve surgery. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of the first clip delivery system (cds), the side flush port appeared to be clogged. The cds handle was slightly advanced and the flush port began to work properly. The cds was advanced to the mitral valve and the clip was deployed, reducing mr to 3. A second clip was implanted successfully. After the second clip was deployed, it was noted that the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda), and the posterior leaflet was torn. A third clip was implanted to stabilize the first clip; however, the mr remained at 4. An intra-aortic balloon pump was placed and the patient was sent to emergent mitral valve replacement surgery. No additional information was provided.